Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure on endometrial cancer, when the device's handle was squeezed and the tactile switch was pressed, the switch did not return and remained activated when sealing the tissue around the uterus. When squeezing the handle several times, it returned but when used continuously, the same event occurred, so use was discontinued and another of the same device was taken out and worked properly with the same generator. There was no patient injury.